Manufacturer narrative:
The insulin pump alarmed with compromised force sensor system during the prime/compromised force sensor system test and motor error alarm during the basic occlusiont est due to a faulty force sensor resistor. The insulin pump passed the idle current, run current, and displacement tests. No unexpected low battery alarms were oted. The unit was unable to perform the self test, off no power test, unexpected restart error test, occlusion test, no delivery test due to the compromised force sensor system test. The unit was also received with a minor scratched display window and broken reservoir tube lip.

Event description:
The customer reported via phone call that she experienced a low battery and when she changed the battery the insulin pump alarmed with a compromised force sensor system during the rewind process. The patient's blood glucose at the time of incident was 119 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.